Event description:
It was reported that the ventilator failed the pre-use checks tests due to a large leakage. There was no patient involvement reported. Manufacturer reference # : (B)(4).

Manufacturer narrative:
On-site troubleshooting found the ventilator alarming for a technical error (te) indicating a communication error with the main back-plane printed-circuit board (pcb) and information about the ventilator that is stored in the pcb's eeprom was not available. The pcb was replaced to correct this issue. The reported leakage during the pre-use checks tests (puc) was corrected by replacing the expiratory valve coil. Both parts were returned for investigation. Ocular inspection of the returned parts showed that both had rust ingress which indicates that they had been exposed to improper humidity. When the returned expiratory valve coil was tested in a reference ventilator, it caused a failure of the expiration valve sub-test during the puc. During ventilation testing, it caused auto-triggering resulting in a higher respiratory rate than set, as well as a higher expiratory minute volume. Functional testing of the returned pcb was not considered to be necessary since the generated te was confirmed in the received screen shots, as well as in the received device logs. The logs showed that this te was generated for the first time on (B)(6) of 2016, and that it was preceded by several clinical alarms indicating bad ventilation, and a te indicating that the safety valve was detected as open. There was also another te indicating an expiratory flow meter error. Our conclusion is, that the reported ventilator was exposed to improper humidity, which affected the returned parts and caused the reported failure.

Event description:
Manufacturer reference # : (B)(4).